Event description:
"On (B)(6) 2014, my (B)(6) son was shocked by his ag nebulizer. (B)(6) was sitting on my lap while we were doing his breathing treatment and he reached to touch it and where the cord connects to the machine sparked and the machine turned off. (B)(6) fingers had a burn from the spark and were black and he immediately said ouch ouch arm arm. He showed me the opposite arm that was shocked. I was concerned and called his pediatrician, they wanted to see him immediately. I rushed him to the doctor. They checked him and said the electrocution went through one arm and out the other. Everything appeared normal, breathing was fine, heart sounded normal. He didn't feel like we needed to do any other tests..." (B)(4).

Manufacturer narrative:
Manufactured by: dickson (B)(4).